Event description:
Customer alleged the knee section is moving up on its own.

Manufacturer narrative:
The customer stated that they repaired the bed and placed it back in service. They could not remember what they did to repair the unit.